Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of the blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; no leakage were observed. The co2 insufflation pot was tested; air would not flow through. Adhesive was observed in the insufflation opening on the body. Based upon the evaluation results, the reported complaint was confirmed. Additional evaluation will be needed. A supplemental report will be submitted once complete. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, btt short port on the vasoview 6 pro did not allow co2 to flow through the port. An accessory pack was used to complete the procedure. The hospital did not report any pt effects.